Manufacturer narrative:
Product analysis: the stent had raised and deformed struts on the 9th and 10th proximal stent segments. The distal tip was slightly stubbed. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx (rx) drug eluting stent. There were no issues noted with the device prior to use. The target lesion in the circumflex had moderate calcification, stenosis at the ostium and was non-tortuous. In-stent restenosis had occurred with the previous implanted non medtronic stent. Lesion was pre-dilated. Resistance was noted advancing the device to the lesion. Excessive force was not used. The device was advanced to the proximal cx. The physician felt the stent was stuck and would not pass to reach the target lesion. Due to the resistance the device was removed and the stent was noted to have ¿sprung a sharp edge¿. No patient injury reported. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.